Event description:
It was reported to medtronic neurosurgery that the post-op CT scan showed signs of overdrainage. According to the report, the low-pressure valve was replaced with a normal pressure valve.

Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided.